Event description:
The customer reported approximately fifty (50) milliliters of clear fluid leaked onto the countertop and floor involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the source of the fluid leak was the tubing from the backwash tank (vc23) between the quick disconnect and line mf4. The fse replaced the lower sheath and sample line tubing on the flowcell and aligned the flowcell. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. (B)(4)..